Manufacturer narrative:
The lot number for the event is unknown, therefore the manufacturing review could not be conducted. The two (2) devices for this one (1) event has not been returned for evaluation; therefore, the investigation is inconclusive for suction issue as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that (two) 2 models of unknown groshong s/l catheters experienced a suction issue. This event was reported from a single source. This event involved one patient with no reported injury. The patient¿s age, weight, and sex were not provided.